Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited noise. There was visible damage on both leads which was suspected to be the cause of noise. Both leads were repaired, and the device changed. The patient¿s condition was stable, and they were discharged from the hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Patient codes: 4580. Device codes: 3273, 1069. Reference report: mw5172702.